Event description:
Discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained on patient samples on the immulite 2000 instrument. The initial results were not reported to the physician(s). The samples were rerun, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant hcg results.

Manufacturer narrative:
A siemens global product support specialist (gpss) and a siemens field service engineer (fse) evaluated the immulite 2000 instrument and the instrument's data. The fse determined that the cause of the discordant hcg results was a loose gasket in front of the photo multiplier tube, which was then replaced. The fse also replaced the filter in the dilution well and reagent and sample probes. The operator then reran the samples and confirmed that they were correct. The instrument is performing within specifications. No further evaluation of the device is required.